Event description:
Patient was treated in 2005. During treatment the doctor noted a burning smell. The doctor noticed white marks and stopped the procedure. The patient developed white/gray marks on neck that appears to be freezer burns.